Event description:
Related manufacturer reference number: 2017865-2022-46623. It was reported that the patient presented for a procedure. It was noted that the right ventricular lead and the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned stretched in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil located at the proximal region of the lead due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.